Event description:
It was reported that a taxus stent dislodged. Then a promus stent was deployed in the distal right coronary artery (rca). The delivery balloon of the promus was inflated in the mid rca in the area where the dislodged taxus was thought to remain. At this point, the patient suddenly went into severe bradycardia despite giving one gram of atropine. A balloon-tipped temporary pacemaker was introduced into the right ventricular. Patient is doing well since pacemaker was implanted and has been discharged. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Bradycardia/arrhythmia is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.